Event description:
We received a report that a patient experienced unexpected post-operative refraction of 2.75 diopters in the left eye after being implanted with a tecnis toric zct225 (23.5d) in the left eye. At this time the intraocular lens remains implanted.

Manufacturer narrative:
Initial reporter telephone: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.